Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl with high ketone levels. Manual insulin injections were used to address bg. Reportedly, solidified insulin was observed in the infusion set tubing. The infusion sets and insulin vial were changed to address the issue and insulin delivery was resumed.